Event description:
A ventilator was returned to the manufacturer for routine periodic maintenance. The complaint of the display screen going completely black, and the display content are not able to be viewed were confirmed by an operational check. It was confirmed that the issue was caused by the lcd failure and the lcd was replaced. In addition, the following parts were replaced as regulated by maintenance procedure to prevent failure: keypad, pollen filter, exhaust fan assembly and 43-micron filter. The device was not in patient use.